Event description:
It was reported that the c-arm auto move down. No injury reported. A field engineer was dispatched to the site and determined the footswitch needed to be replaced and the cable in pmc needed to be reseated. Once this was completed the system was working as intended.